Manufacturer narrative:
The reported issue that a cosmetic defect was on the keypad was confirmed in the photo attached to the file; however no product was returned for investigation. A CAPA had been opened to address the issue, ((B)(4)). The outcome was the release of a new keypad assembly (B)(4) under change order (B)(4) to correct the problem of delamination. The assembly was released on 28/aug/2018; the reported affected devices were manufactured in may of 2018 with keypad assembly (B)(4). The issue was risk assessed via dir: (B)(4) with the outcome deemed acceptable given there have been no reports of patient harm and the issue only being residual business risk from customer dissatisfaction or inconvenience. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The device is used for treatment purposes. The customer stated that there was no patient involvement.

Event description:
It was reported from biomed during a bd product remediation site visit that an alaris 8015 pcu pump had a cosmetic defect on the keypad. The customer found a bubble had formed over the upper right hand key and migrated to the edge of the keypad, and it was noted that the key was still functional. There was no patient impact.